Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported issue and was able to confirm the reported problem. The fse was unable to reproduce the problem since the customer had removed the needle and disposed it. The fse installed a new needle and performed all sample needle alignment checks. The fse observed that the diluent position and the test cup position were off, so they were adjusted. The adjustments that the fse made resolved the bending of the needle. The fse then validated the instrument by running customer prepared quality control (qc) and the qc passed and was within package insert ranges. Instrument meets performance requirements after service visit. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2019 through aware date (B)(6)2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event was failure of the sample needle.

Event description:
Customer reported that the sample nozzle on the aia-360 instrument was bent. The field service engineer (fse) was notified of the issue. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.